Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that three to six days following the implant the patient complained of shortness of breath, syncope and chest pain. It was further reported that the right atrial lead caused a perforation and that the patient was found to have a pericardial effusion. The pericardial effusion was surgically drained and the patient was anticoagulated with warfarin. The lead remains in use and no further patient complications have been reported as a result of this event.